Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l61564 implanted: (B)(6) 1999, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) and a consumer regarding a patient receiving an unknown intrathecal medication via an implantable infusion pump. The patient stated he had 4 different medications but did not know the name, dose, or concentration. Patient history included spinal pain. The patient received magnetic resonance imaging (MRI) of his shoulder on (B)(6) 2015 due to a fall. The pump was checked following the MRI as the patient was inpatient and the patient was told that the pump was ok. The patient did not know who checked the pump following the MRI and stated that at that time he was "too out of the world" to remember. On (B)(6) 2015, the patient stated that he was currently in a care home because he broke his leg two weeks prior due to the fall. The patient had been unable to sleep since he went to the hospital. The patient was due for a pump refill on (B)(6) 2015 but could not make the refill due to being in the hospital. The pump was not alarming and the patient did not have any symptoms related to the pump. The patient did not have return of symptoms from the pain pump. The patient was unsure when the low reservoir alarm would occur or when the pump would run out of medication. The patient currently did not have a hcp as the previous managing hcp was temporarily unable to fill pumps. The patient was seeking a local hcp. The event outcome was unavailable at the time of the report. Additional information has been requested but was not available at the time of this report.